Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis (isr) located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6mmx150mm non-bsc percutaneous cutting balloon (pcb) catheter. No patient complications were reported and the patient's status was good.